Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an infusion of a 72-hour chemotherapy blinatumomab ran 53 minutes longer, to infuse the total volume. It was noted that upon review of infusion knowledge portal (ikp data), it revealed that the rate and volume to be infused (vtbi) were appropriate. The infusion was programmed using guardrails drug library. It was also reported that the time period was reflective of the pauses due to air-in-line and occlusion events over the 72-hour period. The infusion ran from (B)(6) 2020. The event occurred in the pediatric unit. There was no patient impact.